Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(4) 2015, they had a problem with the alerts on their old receiver, but they do not recall what those problems were. No additional event or patient information is available.